Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contraction stage iii.

Event description:
Patient reporting "I've been diagnosed with a capsular contraction stage iii after suffering from pain in my left breast and a change in the breast shape". Device remains implanted.